Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon fabric have been left inside me [foreign body in reproductive tract]. Piece of tampon fabric [device breakage]. Case narrative: consumer reported via email that a piece of the tampon fabric has been left inside of her on two occasions. No serious injury was reported.